Event description:
The manufacturer received information alleging a patient's blood oxygen saturation dropped while on a ventilator. The patient was taken to a hospital and was released the following day. According to the reporter of the event, the ventilator was not connected to an oxygen source at the time of the reported event. The ventilator (trilogy 100) that was in use at the time of the event can only be used with a low flow oxygen system and does not have a 50 psi oxygen connector. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The manufacturer concludes the cause of the reported event was a lack of supplemental oxygen being used with the ventilator.